Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03526. It was reported that a rotawire fracture occurred. Vascular access was obtained via radial artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A 1.25mm rotalink burr and rotawire were used and advanced to treat the target lesion. After testing the burr, it was advanced into the patient's body; however, it was noted that the wire was broken into two pieces outside the patient's body. The burr and rotawire were removed manually. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded in the rotalink. The guidewire was inspected and it was found broken near to the proximal section at 300 cm from the distal section (the proximal section was returned). Also, the wire is kinked in the middle of the device in several sections. The giuidewire couldn't be removed from the rotalink since it is stuck. Dimensional inspection revealed that the overall length couldn't be measured due to the device condition (device was returned loaded in the rotalink). The outer diameter of distal tip and the middle of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03526. It was reported that a rotawire fracture occurred. Vascular access was obtained via radial artery. The non totally occluded, eccentric, de novo stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A 1.25mm rotalink¿ burr and rotawire¿ were used and advanced to treat the target lesion. After testing the burr, it was advanced into the patient¿s body; however, it was noted that the wire was broken into two pieces outside the patient¿s body. The burr and rotawire were removed manually. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and the patient¿s condition was stable.